Event description:
It was reported that 311 days after a coronary artery drug eluting stenting procedrue the pt experienced a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x12mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 99% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and seccessfully placing a taxus express2 8.8% 2.75x24mm drug eluting stent in the target lesion. Lesion 3 was a 2.75mm, 80% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.75x28mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. After the initial procedure, the pt required a tvr. The physician successfully placed a taxus express2 stent in the mid rca to treat focal instent restenosis. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.